Manufacturer narrative:
(B)(4). Batch # t5dc0x. Device analysis: the analysis results found that a tx60b device was returned outside its original package. The packaging was returned partially open. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colorectal procedure the package was already torn when they went to open it. They were concerned the sterility was compromised a similar device was used to complete the case. There were no adverse patient consequences.